Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy. Patient has major pain in the kidney area. When they try to void, the patient has to wait about 5 minutes before they will start and it just drizzles. The patient's bladder doesn't completely empty so they have to stop and finish about 5 minutes later. Patient called their healthcare provider's (hcp) office and the earliest they could see the patient was (B)(6) 2017. The patient can't wait that long and is in severe pain. Patient doesn't feel stimulation and it was concluded that therapy was on. No trauma/falls were reported/related to the issue. It was reviewed to increase amplitude. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was suggested that they call their hcp's office again and request to speak with a nurse or personal care provider for medical direction. It was reviewed to go to urgent care or the ER for assessment and pain management. No further patient complications have been reported as a result of this event.